Event description:
After 5 years of using one of the recalled philips CPAP machine during my annual 2021 physical my blood counts have been dropping in the past year. And on (B)(6) 2022 I was diagnosed with mds-eb1 and a ipss-r scale of 3.5 and given 2 years to live without any treatment. FDA safety report ID # (B)(4).